Manufacturer narrative:
The sample is currently being sent for analysis. A supplemental report will be submitted upon receipt of sample and completion of the investigation.

Event description:
The midwife inserted the cannula as per usual protocol and removed the needle. Immediately following the removal of the needle, the site started swelling. The midwife removed the catheter and noted that the tip was missing. She kept the tourniquet on the arm and managed to expel the tip from the pt.